Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lines of an automated pd set with cassette broke off. This occurred while the patient caregiver was loading the cassette into the homechoice device. The caregiver stated that there was a large hole where the line was attached. There was patient involvement; however, there was no patient injury or medical intervention associated with this event. No additional information is available.